Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid colectomy procedure, the trocars were leaking gas. They replaced the trocars. There was no patient consequence.